Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged there was a bolus issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: a review of the black box showed no activity outside of normal use. Battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. A 10 unit normal bolus and a 10 unit audio bolus test delivery was correctly delivered and recorded. The product performed within specifications. The audio bolus feature was functioning correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.